Event description:
Description of event according to complainant: the pt underwent a celect filter retrieval procedure on (B)(6) 2009 at hosp 2 (B)(6). The physician indicated the filter leg had fractured. However, the retrieval was unsuccessful as the hook or legs embedded at hosp 1. Thus the pt went to hosp 2 and the filter was removed successfully. Pt outcome: it is unk if the pt underwent any add'l procedures at this time. Info has been requested, but not yet provided by the reporter. It is unk if there have been any adverse effects at this time. Add'l info has been requested, but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). However, referred to as celect filter. No device, imaging studies or hosp or medical records have been available, and based on very limited info it is difficult to comment on the alleged filter fracture. The filter implant period is unk and also the pt's medical history is unk at this time. It is reported that filter hook or legs were embedded and to the best of cook medicals belief the reported leg fracture is secondary to the filter perforation of ivc. Filter perforation of the vena cava wall is a well known risk. Several case reports in the published medical and scientific literature, describe filter perforation of the vena cava wall. Changes to the filter configuration and to the filter placement is known to cause stress and possibly fracture to the filter wires due to e.g. Respiratory movements. Also, scientific literature describes that manipulation in the area of filter placement could also contribute to change in filter configuration. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Instructions for use list vena cava perforation as potential adverse events. The exact root cause for the alleged filter fractures cannot be determined based on the limited info provided. Monitoring of similar reports will continue.